Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the burr got stuck in an implanted sent and the patient expired. An angiogram revealed severe calcification of the right coronary artery (rca) and may have lost blood flow. The physician placed an unspecified stent in the proximal right coronary artery. A 1.50mm rotalink plus was advanced to the stent. When the physician tried to pass the rotablator burr through the stent, it became stuck in the stent struts. The burr was unable to be removed and the patient was rushed to emergency surgery and expired.